Event description:
An account alleged that a patient head became entrapped in zone 1, they additionally reported that there were no injuries.

Manufacturer narrative:
The account refused to allow the bed to be inspected by a hill-rom technician and additionally refused to release any other information on the patient, other than that no injury occurred. The account placed an order for siderail inserts.